Manufacturer narrative:
H11: additional manufacturer narrative: updated sections : g3, g6, h2,h6 ( type of investigation) corrected sections : h6 ( investigation findings and investigation conclusions). Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 11 months due to severe regurgitation. The patient presented with dyspnea. The procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was in stable condition post procedure.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 11 months due to severe regurgitation (paravalvular) and increased transvalvular gradient. The patient presented with dyspnea. The procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was in stable condition post procedure. This is a 74-year-old female with a pmh.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2,h6 (type of investigation). Corrected section: b5. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient, including hyperlipidemia.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 11 months due to severe paravalvular regurgitation and increased transvalvular gradient. The patient presented with dyspnea. The procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was in stable condition post procedure.